Event description:
Spontaneous - pt's daughter reports she thinks pump is not working, called 911 and went to hospital. Pt just walked through emergency room and they are not sure yet if she is having line issue or pump issue. Pt took both pumps with her to the hospital. Unsure if pump actually malfunctioned. Per (B)(6) nurse pt was hospitalized on (B)(6) 2021. Patient was started on inpatient medication therapy at (B)(6) hospital. (B)(6) field nurse contacted pt, where pt stated she did complete another mix while hospitalized on (B)(6) 2021, and both pumps are in working order and patient was able to be discharged. She stated that her previous cassette was damaged, and the new mix corrected the previous alarms. No questions or concerns at this time. No other information known. Reported to (B)(6) by: patient/caregiver.